Event description:
It was reported that a cartridge alarm 1 occurred during bolus deliveries. The customer's blood glucose level was 421 mg/dl - "high" on cgm. Reportedly, the customer went to the emergency room (ER) due to the elevated bg and was treated intravenously with fluids of saline, potassium, and insulin as well as administered a correction bolus via pump. Customer was released from ER with issue resolved and no permanent damage. System check with tandem technical support confirmed pump is functioning as intended. Caller removed pump and will consult with their healthcare provider to better meet the needs of the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.